Manufacturer narrative:
Received a complaint regarding a trocar sleeve (ek036r), which caused a damage to an mic instrument that is not manufactured by aesculap, inc. Additional trocars were provided to be analyzed regarding sharp edges. There were two ek034r, two ek036r and one non-aesculap device. It is not clear which trocar was involved in the described incident. The insulation of the karl storz mic instrument is peeled off to a length of around 6 cm, near the distal end. The trocar sleeves have indications of wear and tear. Deformations at the sleeve on three of the complained trocars is visible. Investigation was performed, using the digital microscope (B)(4) by (B)(4). The visual inspection indicated sharp edges at the distal end of the devices. The situation was simulated using a similar instrument from our product range (pl700). The insulation peeled off. The device history file has been checked and was found to be according to the specifications. No similar incidents have been filed with products from these 2 affected batches. Based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. The technical investigation of the trocars indicated that they have deformations and sharp edges. Thus it is possible that the damages of the insulation are related to the trocars. In the IFU it is written that all the instruments have to be checked before every surgery. Due to the deformations of the sleeves and signs of wear and tear, we assume that the care instructions were not followed by the user. Corrective/preventive action: not applicable.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: on-going

Event description:
Country of complaint: germany the insulation sheared off (3 cm). No surgical delay; no patient injury. The sheared piece of insulation was immediately removed. Non-aesculap device in use is indicated to be a storz brand shaft. Devices returned for evaluation include: ek036r / trocar sleeve 12/110mm threaded with tap / batch number: (B)(4). Ek036r / trocar sleeve 12/110mm threaded with tap / batch number: (B)(4). Ek034r / trocar sleeve 12/110mm smooth with tap / batch number: (B)(4). Ek034r / trocar sleeve 12/110mm smooth with tap / batch number: (B)(4). Storz shaft / (B)(4).